Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Because a sample was not returned and no lot information is available, the root cause for the customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during cataract surgery, a patient experienced a posterior capsule tear during polishing. The surgeon suspects the silicone ia tip to be the cause. A standard intraocular lens implant (iol) was implanted instead of a toric iol. The patient is reported as "doing fine."